Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a non-sustained arrythmia episode; anti-tachycardia pacing (atp) and shock therapy was delivered, and it managed to slow heart rate but rhythm becomes regular and above expected again. All therapy was delivered. The device remains in service. No adverse patient effects were reported.